Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone" and number 14 states "postoperative bone fracture and pain."

Event description:
It was reported that the patient underwent a hip arthroplasty on (B)(6) 2014 and that during the surgery the doctor fractured the patients femur, so the surgeon then placed wire around the fractured head. Subsequently, patient underwent a revision procedure on (B)(6) 2014, due to post-op femur fracture. A cable wire system was implanted around the femur, and the stem was removed and replaced.